Event description:
It was reported that during a supply change the user¿s ilet prompted repeated restarts, and the caller suspected an alert 38 before the call disconnected. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included complaint intake and requested alert identification from the user. Investigation of this case revealed insufficient information to verify an alert code or reproduce the event. It was concluded that the issue could not be confirmed and the cause could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.